Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
The product was returned locally in italy for investigation and the reported failure mode was not confirmed. The technical service report indicates that a hi-pot test was done and software rev app 1.1.10 was installed on the device on sept 12, 2023. There were no additional findings. Alleged failure: spark. Confirmed failure: no additional findings. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The failure mode will be monitored for future reoccurrence.